Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified

Event description:
It was reported that the tubing came apart at the safety clamp. The nurse took the tubing out of the packaging (the paper securement ties had not yet been removed) and the tubing separated from the blue clamp. Another tubing from the same lot number was tried and the same result occurred. Another tubing was tried with a different lot number and this did not occur. All tubing (40 packages) with this lot number was removed from the ER cart. There was no patient involvement.